Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that over the "past three days" relative to (B)(6) 2018. The patient had noticed some itching and tingling in the "saddle area," specifically the groin and tailbone. The hcp was concerned that the catheter could have migrated. Considerations were reviewed with the representative who indicated she would confer with the hcp. No further complications were reported.